Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/30/2014 with the following findings: a battery compartment crack was found from threads to the seal case. Moisture is observed underneath the display. The display is dim/fading/reddish, pump was open and further moisture is observed on the pcb.